Event description:
It was reported that during a CABG procedure, there was an error sound during use and then could not use. Another device was used to complete the case. There were no adverse consequences to the pt.